Event description:
Sorin group (B)(4) received a report that blood was seen leaking from the oxygenator during a case. The oxygenator was changed out and the case proceeded without further issues. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the d901 oxygenator. The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). It was later reported that the pt was given bank blood to compensate for the blood loss. This medwatch is being filed as a result of this action. Sorin group (B)(4) has requested that the device be returned for eval. The investigation is on-going. A follow up report will be filed when the investigation is complete.